Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturing number: 1627487-2021-01327, 1627487-2021-01328, and 1627487-2021-01329. It was reported that the patient was experiencing ineffective stimulation due to lead migration. As result, the patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy was established post operative.